Manufacturer narrative:
The oxygenator was changed out. Therefore, some blood loss was associated with this event, although no volume estimate has been provided. The involved device was returned, decontaminated, examined and performance tested. Visual examination did not reveal any defects or anomalies. Extensive testing was conducted under several different conditions, including comparison to an unused reserve sample, for more than 6 total hours. No abnormalities were noted during testing. The unit functioned properly with no unusual pressure drop or decrease in the flow rate. Upon request of the user facility, the involved unit was returned to their location after testing was completed. A review of the compliant files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. The cause for the reported flow restriction cannot be definitively determined, but there is no indication that a device defect, or malfunction, was involved. There are many complex clinical variables that may be affected the reportedly observed conditions during the procedure. Oxygenator use and performance under standardized conditions ae addressed in the device labeling. All available info has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the "flow became restricted" during a bypass procedure. Follow-up communication with the user facility confirmed that the oxygenator was changed out and the procedure was completed, however, the pt was noted to have a "significant right side deficit" after surgery. The user facility confirmed that pt has been discharged to home.